Manufacturer narrative:
Terumo did receive the actual device; however, further testing is required to identify the foreign material. Terumo plans on submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, debris was noticed in tubing after the y connector on the arterial filter bridge. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.